Manufacturer narrative:
Analysis of the slx laser system (serial (B)(4)) found error # 6 (high power) in error log. Using iridex g-probe settings: power = 2000 mw, 4000ms interval : off = 2046mw valuation: ER#6 409=100mw 509=153mw at 3.5 (very low power). The root cause of the low power was traced to the non-functional diodes. The diodes are known to degrade over time and this is considered normal wear and tear. The risk associated with this failure mode has been assessed and poses no clinical risk to the pt or user. The g-probe was returned on (B)(4) 2009 for eval and analysis found no anomalies. The probe was visually inspected under microscope, and no problems were found. Functional testing found no problems. The g-probe operator manual (pn 13105, rev b) indicates "always keep the fiber-optic tip/eye interface well irrigated to minimize risk of overheating and burning tissue onto fiber face. Significant scleral burns are not typical and may indicate contamination at the g-probe tip. Replace immediately. Do not continue to use; a full thickness or near full thickness clerostomy may result." If the pt eye had blood or other pigmented tissue at the g-probe placement site, this organic material could have been burned onto the fiber face causing the tip to be highly absorbing for subsequent laser applications until this debris is removed. Health professional reported that medical/surgical intervention was not required. The pt's vision has improved.

Event description:
Physician was treating pt for glaucoma using an slx laser and a g-probe. The physician noticed a full thickness conjunctiva burn, and terminated treatment.